Event description:
It was reported that when beginning a prostate procedure (0 joules used), the fiber card would not permit the fiber to function. The case was completed using an alternate procedure (turp). Outcome: "no damage to the patient."